Manufacturer narrative:
Software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: software 9735585 stealthstation cranial. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported the system became unresponsive in a case. The representative did a hard reboot before calling in and was able to get back to navigate normally. The system functioned normally after that. There was no reported delay to the case. There was no reported impact on patient outcome.